Event description:
In 2009, the patient reported that the menu button of her infusion device is working intermittently. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.